Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an "occlusion alarm" was confirmed during device evaluation as an upstream occlusion alarm. The root cause was due to the upstream occlusion sensor being out of calibration. The upstream occlusion sensor was recalibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.